Manufacturer narrative:
Due to indication of second surgery, occurrence was determine to be reportable to the FDA. Microaire was not notified of this event until (B)(6) 2015. We have tried numerous times to get more info from the distributor; however, they have not been forthcoming with info. Since the device is not being returned for evaluation; we are unable to determine a cause.

Event description:
Microaire received a report stating that a pt had surgery using the endotine midface b. The pt returned to the hospital sometime later because the implant could not withstand the tension of facial movement.